Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) patients who underwent depuy spine aegis instrumentation. The following complications have been identified as per the (B)(6) spine registry report: a male patient had hypotension secondary to retractor positioning on (B)(6) 2020. Procedure date was (B)(6) 2020. A male patient had a right sensory single-root peripheral neurologic complication on (B)(6) 2020. Implant date was (B)(6) 2020. A male patient had l4-l5 pseudoarthrosis on (B)(6) 2021. Implant date was (B)(6) 2020. A male patient had a dural tear complication on (B)(6) 2020 and (B)(6) 2021. Implant date was (B)(6) 2020. A male patient had a dural tear complication on (B)(6) 2021. Implant date was (B)(6) 2021. A female patient had bleeding on (B)(6) 2021. Implant date was (B)(6) 2021. This is for depuy spine aegis instrumentation. This report is for one (1) unknown plate. This is report 1 of 4 for (B)(4).